Event description:
On (B)(6) 2012: pt with history of st jude defibrillator placement in 2005, presented with a malfunctioning atrial lead that made "excessive noise with movement" and symptomatic "heart rate dropping to 30-40 beats/min." On (B)(6) 2012: pt underwent (unsuccessful) attempt at laser extraction of the rv defibrillator lead resulting in median sternotomy, ecc/cardiac bypass for removal of old leads and placement of new permanent epicardial lv pacer lead. Post-op pt was transported to ICU on ventilator. On (B)(6) 2012, pod #1 pt extubated and remains on low dose vasopressors.